Event description:
It was reported that pump wake button caused extreme difficulty turning on pump screen, with screen appearing dark and requiring multiple presses for display to turn on. There was no adverse impact to the customer's blood glucose level. Customer contacted support, confirmed pump was not plugged in, removed pump from case, and repeatedly tried pressing button as instructed, and technical support arranged replacement pump under warranty while customer continued using current pump, instructed customer to place pump in storage mode before return, re-enter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.